Event description:
Hard, tender and painful breasts with bilateral encapsulation and rupture of breast implants which required bilateral capsulectomies and bilateral removal and replacement of breast implants.